Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly on (B)(6) 2019 the patient made a turning movement on the right side. The neck is broken since then servere pain.